Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an accumulation of electrical stress on electronic components mounted inside the scope connector due to electrical current, combined with overcurrent caused by an accidental application of static electricity or removal while the system is on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited scope malfunction error e218 due to shortcut of circuit board unit, e218. There was no patient involvement.